Event description:
It was reported that the bd neutraclear¿ needle-free connector had no good connection and leaked from the side. The following information was provided by the initial reporter: there is no good connection possible with the drug in the syringe, and when it's finally succeeds, it leaks via the side.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is cair. This site is an OEM manufacturing site. (B)(4). Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were corrected: d10: device available for eval no. D10: returned to manufacturer on: na. H6: investigation summary an el-nc1000 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21j25-t. From the information provided by the customer it appears that the leakage was observed from the neutraclear following connection of an unknown syringe. As part of the feedback the customer provided some photographs of the affected product; analysis of the photographs confirmed the customer's experience with leakage observed from the neutraclear following connection of a pre-filled syringe. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. A review of the production records from lot 21j25-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h10.

Event description:
It was reported that the bd neutraclear¿ needle-free connector had no good connection and leaked from the side. The following information was provided by the initial reporter: there is no good connection possible with the drug in the syringe, and when it's finally succeeds, it leaks via the side.